Manufacturer narrative:
(B)(4). Method: the complaint rt380 circuit was returned to fisher & paykel healthcare in (B)(4) for investigation. The returned device was visually inspected and pressure tested. Results: visual inspection revealed that the expiratory limb had a 17mm long cut approximately 980cm from the heater wire socket. The tube was not degraded and the cut section was smooth. No other damage was observed. The pressure test revealed that the circuit was out of specification. Conclusion: based on our findings, the limb had been cut with a sharp object, most likely due to opening the box or device bag with a knife or box cutter. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: - do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. -set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that an rt380 evaqua2 adult breathing circuit failed the ventilator leak test and that they observed a crack in the expiratory limb. This was found before patient use..